Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the coag system was not behaving correctly. The customer stated when they were using the coagulation, it was too high, and they had to lower the settings because it was sparking when cutting tissue. The customer stated things were working at the time of the call, and they were proceeding with the procedure. The procedure was completing as planned with no injury reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer contacted the or staff, and the staff stated that the system had been used in subsequent procedures several times after the initial call and had no issues. The fse checked the logs and found no errors in the following procedures. An RMA was issued requesting the monopolar curved scissors instrument being used when the sparking occurred to be returned for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.